Event description:
It was reported by the cath lab tech that he was scrubbed in on an acute case. He watched as the intra-aortic balloon (iab) was prepped and it was done correctly. The dr was unable to advance the catheter through the super arrow-flex (saf) sheath. They used a second iab and used the sheath without the side port (polyurethane) and the balloon advanced without incident. The second iab was an iab-05830-lws. There were no pt complications noted.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.